Manufacturer narrative:
Evaluation summary one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. Internal inspection found no apparent anomalies. The reported condition was confirmed. The investigation isolated the failure to a calibration issue, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The return electrode monitoring (rem) was calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit¿s return electrode monitoring (rem) check failed where in the unit continued to stay green until 154 ohms during the spray test, which is outside of the 150 ohm specification. There was no patient involvement. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.